Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The cause is attributed to a manufacturing issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/4/2023, it was reported by a sales representative via email that an ar-1588tnt acl-fibertag tightrope abs needle popped off while unraveling the packaging. This was discovered during an aclr procedure on (B)(6) 2023. The case was completed by using another tightrope.